Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 392 mg/dl. The customer stated that she was unable to troubleshoot at the time of the call. The customer's family or friend took the infusion set out and found blood at the insertion site. The customer stated that she was unable to troubleshoot but wanted to return the infusion set and reservoir for analysis. The caller noted that the customer was on plavix and aspirin and advised that she knew that she may bleed as a result. Advised the caller to monitor the issue and to call back as necessary. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.